Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the dilator was run up the wire and it was noticed through fluoro that it had came off. The device was removed and with caution the physician tried a second time, but the same thing occurred. Due to the device not staying on and being rigid, minor abrasions occurred on the patients bladder neck. The abrasions were cauterized and another manufacturer's device was used to complete the procedure. A foley catheter had to be placed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** the product was not returned to assist in the investigation; therefore, a physician examination was not conducted. A review of complaint history, quality control and instructions for use (IFU) was conducted during the investigation. There is no evidence to suggest this device was not manufactured to current specifications. The IFU precautions to "never use undue force for placement of this device"" as well as warns that ""during placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is recommended for best performance." It cannot definitively be determined whether the root cause was related to the device itself or product use, as such, the root cause is undetermined. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During the procedure, the dilator was run up the wire when it was noticed through fluoro that it had came off. The device was removed and with caution the physician tried a second time, but the same thing occurred. Due to the device not staying on and being rigid, minor abrasions occurred on the patients bladder neck. The abrasions were cauterized and another manufacturer's device was used to complete the procedure. A foley catheter had to be placed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.